Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile water leaked. When the customer attempted to inject the supplied sterile water to inflate the foley catheter balloon, the water flowed back from the inflation valve. Since the specified amount did not go in, a new catheter was used and it was inserted and placed without any problems. The physician performed a pre-test prior to insertion, but even then, they observed a slight water leakage. It was stated that the event happened during the pretest and there was no rupture or tear in the balloon. The water flowed back and leaked from the valve.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Event description:
It was reported that the sterile water leaked. When the customer attempted to inject the supplied sterile water to inflate the foley catheter balloon, the water flowed back from the inflation valve. Since the specified amount did not go in, a new catheter was used and it was inserted and placed without any problems. The physician performed a pre-test prior to insertion, but even then, they observed a slight water leakage. It was stated that the event happened during the pretest and there was no rupture or tear in the balloon. The water flowed back and leaked from the valve.